Event description:
A user facility reported that an lma would not remain inflated while in pt use. The leak was noticed about 10 minutes into the case, and was easily replaced with another lma, without injury to the pt. The mask will be forwarded to the MFR for evaluation. There has never been a report of a serious injury associated with a failure to maintain inflation, and co believes it is unlikely to cause or contribute to pt injury were it to reoccur. Although co does not believe this event meets the definition of a reportable device malfunction, co has agreed to comply with the agency's position; that events of this type should be reported, stated in its 8/1/97 letter to the MFR.